Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 532 mg/dl and high ketones. Customer attempted to address elevated bg by changing infusion set, a bolus and a manual injection. Customer was taken to the emergency room and admitted to the intensive care unit due to elevated bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Ultimately the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.